Event description:
Distributor reported that tip separated from the device during a lateral extraforminal decompression. The separated piece was retrieved by the physician and no injury was reported.

Manufacturer narrative:
Additional information and return of the device has been requested by the manufacturer multiple times, but none has been received. Previous incidents involving this lot prompted the lot to be recalled in november 2008. The distributor was notified of this recall.